Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "induration and hardening and protrusion and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine in forehead, and corner of the mouth. "5 month later distinct induration and hardening and "protrution" and pain in all injected areas". Patient indicated symptoms started before they returned for examination, and were intermittent. Patient treated with "prednisone stage-scheme for 10 days (10 mg) / 4 weeks antibiotics and "cefuroxin" 500 mg / hylase 150 ml initially." Symptoms ongoing.